Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, there was an o-ring on the pneumatic tap. Customer¿s blood glucose level was 120-135 mg/dl. Tandem technical support made multiple attempts to follow up with customer, but was unsuccessful.